Manufacturer narrative:
Analysis could not confirm the reported issue. The programmer underwent long term testing and there were no observations. It was noted that the stylus was bent but functional, and there were errors in the update history. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut off every five minutes. The programmer has been returned for service. No patient complications have been reported as a result of this event.